Event description:
It was reported that during a da vinci hysterectomy procedure, the jaw of the maryland bipolar forceps instrument broke. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The jaws of the instrument were not broken. 48 - failure analysis investigation found that one instrument grip one grip was bent, causing side-to-side misalignment of the grips. There was a .099 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. No other damage was found.